Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hypoglycemic event with a blood glucose of 50 mg/dl after a meal announcement. The low lasted about 15 minutes and was treated with a snack. The user, on the ilet for 4 days, also reported cgm sensor issues including a sensor failure. The user was advised the pump was still learning and insulin delivery would adjust. Later follow up with the user confirmed resolution and glucose returned to range.